Event description:
The customer's husband reported that the customer was in the hospital for high blood glucose. The blood glucose at the time of the call was 182 mg/dl. The blood glucose reading at the time of admission was 600 mg/dl. He stated that the customer had vomited and had diabetic ketoacidosis. The insulin pump passed the high pressure test. A fixed prime was run and the insulin did exit and the insulin pump did not alarm. The customer was advised to follow up with a health care practitioner regarding the unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.